Manufacturer narrative:
No patient was involved in the event. Manufacturer's investigation conclusion: evaluation of the returned power module ppm-22332 confirmed the reported event of a fan issue; however, the evaluation was unable to confirm a cracked case. Troubleshooting the power module revealed the fan issue was caused by the o-ring band vent was damaged that was hitting the fan assy. Replacing the o-ring band vent with a new one resolved the fan issue. In addition, found ground pin in internal I/o monitor cable connector assy was pushed back, which was also replaced. The power module was repaired, performed preventive maintenance, full functional checkout and then returned to the customer's site. Power module and system monitor setup and inspection prior to use are described in the heartmate ii lvas instructions for use and the heartmate power module instructions for use. Hm ii power module IFU states do not use a power module that appears damaged. Call vad coordinator or hospital contact person for a replacement if needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a fan issue as well as a cracked case. The unit was returned for evaluation and repair. No additional information was provided.